Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system exhibited a loss of cine functionality. This was identified during preventative maintenance. No patient serious injury or death was reported related to this event.